Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose. The blood glucose reading at time of call was 166 mg/dl. Troubleshooting was performed. The customer stated that she did check her glucose with the blood glucose meter and was getting inaccurate readings. The customer's blood glucose was 300 mg/dl and treated with the insulin pump, which caused her blood glucose level to drop. The customer stated that she was sweating, shaking, and was dizzy as well, she had low energy and headaches when she arrived at the hospital. No further information was provided.